Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen. The blood glucose was 286 mg/dl and 267 mg/dl at the time of the incident and current blood glucose was 301 mg/dl. Customer mentioned that, her blood glucose was 286 mg/dl to 299 mg/dl. Customer refused troubleshooting for the high blood glucose. Customer's blood glucose is usually just around 180-190 mg/dl. Customer treated high blood glucose with syringe. Customer noticed 2 days ago that there's a spot on it. While changing infusion set, when she rubbed her finger on the screen, something came out of it. Little piece of the screen comes off. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segment/partial display anomaly noted during test. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.